Manufacturer narrative:
(B)(4). Method: the complaint iw990 infant warmer was returned to fisher & paykel healthcare service centre in germany for service, where it was visually inspected by a trained f&p technician. Our investigation is therefore based on the photographs and information provided by our service centre in germany. Results: during the service, the head case of the infant warmer was found to be cracked. Conclusion: during device assessment it was establishes that the head of an infant warmer was cracked as a consequence of physical damage. Based on the information provided the root cause of the physical damage could not be determined. The warmer head of the iw990 infant warmer can be swivelled 130 degrees from the center and is susceptable to impact damage particularly if the head is swivelled. It is also worth noting that the subject iw990 infant warmer was released for distribution in 2000 and thus is over 18 years old. The user manual for the iw990 infant warmer states "ensure all warmer parts and accessories are checked before returning the device to service". The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks at least once a year. The subject infant warmer was repaired and was returned to the customer after passing all the required safety and performance tests.

Event description:
A hospital in germany reported via a fisher & paykel healthcare (f&p) field representative a fault with a iw990 wall mount infant warmer. Upon assessment of the device at the fisher & paykel healthcare (f&p) regional office it was found that the head casing was cracked. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The complaint iw990 cosycot infant warmer was recently received at the fisher & paykel healthcare (f&p) regional office in (B)(4). We will submit a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative a fault with a iw990 wall mount infant warmer. Upon assessment of the device at the fisher & paykel healthcare (f&p) regional office it was found that the head casing was cracked. There was no reported patient involvement.